Manufacturer narrative:
No product was received as the involved material remains in-situ. Lateral and a/p radiographs were provided confirming the alleged complaint. The patients post op activity levels and whether or not they experienced a fall or other accident is unknown. No information regarding the torque handle used during the procedure could be provided at this time. It is unknown whether the patient has fused. The root cause of the issue is unknown but review of the information provided suggests incomplete lockdown, insufficient rod normalization or excessive post op activity. No additional investigation can be completed. Label review "... Potential adverse events and complications - potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation..." "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone..." "... These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant..." "... All lock screws should be final-tightened with the counter-torque and torque t-handle. Do not final-tighten through compression instruments (e.g. C/d rack and figure 8 compressor) in the set, as the rod may not be able to normalize to the tulip..." "... Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "... Post-operative warnings - during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques.."

Event description:
On (B)(6) 2020 a patient underwent a posterior fixation procedure on unknown levels of the spine. During a six week follow up appointment it was discovered via radiograph scan that the patient had already lost some correction and one of the set screw had expelled and was floating freely in the patient. The patient is asymptomatic and no revision has occurred or is planned at this date. The surgeon is continuing to monitor the patients status.